Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a case of over correction post lasik procedure. Reporter indicated it seems that online pachymeter cannot give precise measurement data of cornea ablation. Thus, at the time of laser treatment, online pachymeter cannot be used to real-time monitor if laser treatment has over correction or not enough correction provided. A patient went to clinic to complain of having over correction issue. Patient information is currently not available. Upon follow up, the doctor has declined to provide any additional patient information.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. As no treatment day was provided, review of the logfiles for the possible treatment days with a long time range was performed. It shows no relevant errors or warnings. The system passed successfully all initialization steps. The user performed 17 treatments successfully, no technical problem with pachymetry can be identified by reviewing the logfiles. According to user manual the online pachymeter is a non-contact stroma measurement device for measuring the corneal thickness during the refractive treatment. This measuring device must only be used for documentation and it does not provide diagnostic data as basis for treatment decisions. The online pachymeter shows the currently measured corneal thickness value, so the reported unstable value of the pachymeter are normal because the value changes during different phases (preop, flaplift, postop). No technical root cause could be identified. The pachymeter was working as intended. There is no abnormalities that could have contributed to the reported overcorrection. Without treatment data the root cause for over correction could not be determined conclusively. (B)(4).